Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported upon removal the string broke off the tampon and she had to go to the ER for removal of the tampon. The doctor did not prescribe any medication, but did a swab to check for infection.